Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the patient felt "real bad" for about a year after being implanted with a pacemaker. The patient had a "problem" with the pacemaker and with the hospital. The family member indicated the pacemaker was explanted about three years ago. No further patient complications have been reported as a result of this event.